Event description:
The customer reported that while running an hbc assay, summit sample handler did not pipette sample into well position d9 and no error message was given. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with the event.